Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the table and c-arm were not moving. Upon further inspection, fse tested the system for movement restrictions and found none. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the table and c-arm were not moving. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.